Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid and clonidine via an implantable pump for non-malignant pain. It was reported that the patient stated they had the pump refilled yesterday ((B)(6) 2026 ) and the pump had started alarming this past sunday ((B)(6) 2026). The patient stated the healthcare provider (hcp) had told them the alarm would stop, but it had continued alarming every 1-2 hours. The patient confirmed they had delivered a bolus since their refill yesterday and it had showed that it had been successful. During the call, the patient was able to connect to the pump and confirmed there were no active pump alarms per the 8835 myptm (patient therapy manager). The patient was redirected to their healthcare provider to further address the issue if the pump continued to alarm/check the pump event logs. The agent reviewed medtronic (mdt) resources available to hcps. Additional information was received, and the patient mentioned they were going back to the hcp at 3pm if the pump continued to alarm. Additional information was received from a healthcare provider (hcp) on 2026-(B)(6). It was reported that the cause of the pump alarm was not determined and the hcp was not sure why the low reservoir alarm did not resolve with the initial reprogramming. The pump alarm issue had been resolved. A second interrogation and reprogramming with changing the dosing parameters resolved the issue.